Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted in unknown artery. Approximately 39 months post index procedure patient expired. Cause of death is unknown. Investigator did not indicate event relatedness.

Manufacturer narrative:
Results and conclusion: (death). (B)(4).